Event description:
Medtronic neurosurgery received information during literature review that during the 12-month follow-up period, complications requiring surgery were observed in 6 cases: shunt infection was observed in 1 case, subdural hematoma was observed in 1 case, spinal (proximal) catheter occlusions were observed in 2 cases, procedure-related radiculopathy was observed 1 case, and prolapse of the peritoneal (distal) catheter was observed in 1 case. It was also stated that overdrainage was observed in 7 cases. All of these complications were improved by adjustment of the valve performance level, with the exception of 1 case, with a subdural hematoma requiring evacuation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The reported events were found during review of scientific literature. The reported events were not matched to information previously received by medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)